Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working correctly. Customer stated that when doing a complete set change, blood glucose rose. Customer's blood glucose was 515 mg/dl after set change. Customer also reported that blood glucose dropped to 30 mg/dl and 40 mg/dl. Customer reported that as a result, there was an urgent care visit on (B)(6) 2016. Customer's blood glucose was 313 mg/dl. Customer was wearing insulin pump at the time of urgent care visit. Customer declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.